Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with blood glucose values trending upward overnight and reaching 398 mg/dl by sensor and 420 mg/dl by fingerstick; the user had recently changed supplies and subsequently changed the infusion site (contact detach steel, lot 6012208) and resumed insulin delivery with guidance. Symptoms included high blood glucose. Outcomes included on-device troubleshooting and education, with instructions to monitor for glucose decline over the next 90 minutes. Investigation included remote troubleshooting and user-guided infusion site replacement. Investigation of this case revealed that the cause of the high glucose was unclear, with no confirmed device malfunction identified and no device component failure observed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.